Event description:
It was reported that during a remote follow, high pacing impedance was noted on the left ventricular (lv) lead suspected to be due to non-confirmed lead damage. No intervention has been performed at this time. The patient was in stable condition.

Event description:
Additional information was received indicating x-ray imaging was performed and damage of the left ventricular (lv) lead was observed. The lv lead was capped and replaced to resolve the event. The patient was in stable condition.